Event description:
The patient has his pump filled on (B)(6)2010. Two days later, he admitted that he heard the pump beeping but thought it was his phone and ignored it. He then experienced return of symptoms and withdrawal but chose not do anything over the weekend and instead took oral dilaudid for breakthrough pain. The patient went into the pain clinic on monday morning. He was agitated, sweating and experiencing return of pain. The pump was interrogated and found to be in 'safe mode' running at .7 mg. The pump was restarted; the expected remaining life showed 16 months. They felt the battery was a "failure". The pump was replaced. The patient outcome was reported as "recovered without sequela." The device system was used to deliver 15mg/ml of morphine and 12 mg/ml of bupivacaine.

Manufacturer narrative:
(B)(4) - the device has been returned to the manufacture for analysis. A follow-up report will be sent when the analysis is complete.